Event description:
This spontaneous report was rec'd from a (B)(6) physician via medical representative and concerns a female pt. She was injected with a total of 0.8 ml of radiesse into the nose area on (B)(6) 2015. The needle used for injection was a 27g cannula. On the same day of injection, the pt experienced pain and swelling, and rec'd oral antibiotics as prophylaxis. On (B)(6) 2015, the pt returned to the clinic with obvious skin discoloration and necrosis, and was hospitalized. She was diagnosed with herpes break out and was hospitalized on the same day. Vascular compression was suggested as another possible cause. Corrective treatment included antibiotics, antivirals and prostaglandin e1 (pge1). The outcome of the events was reported as not resolved. F/u info was rec'd on 03/14/2015. The radiesse batch number was reported as 100070922 (expiry date 10/2015). By the time of 02/20/2015, the pt's redness of the nose had mildly improved, but swelling and necrosis had not changed. The pt's corrective treatment consisted of brexin and prednisolone two times daily, and famvir three times daily. There is a gradual improvement in the pt's condition.

Manufacturer narrative:
The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing spec for this lot were met prior to release.